Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: cutter device. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the sticky trigger issue was related to normal wear and the cannot insert cutter issue was related to a design issue. The assignable root cause was determined to be due to wear from normal use and servicing and design, construction/design false, defective. The issue related to the cracked saw head locking has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the saw head locking mechanism of the battery oscillator device was cracked and due to the issue, the cutter device could not be inserted. It was determined that the moving parts of the trigger did not move smoothly, resulting in the failure of the trigger test during pretest. It was further determined that the device failed pretest for check saw blade coupling and trigger test. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.